Event description:
A user facility returned the olympus device, insufflator, to the olympus service center for annual inspection. Upon inspection and testing of the returned device, it was observed that the abdominal cavity does not swell more than usual when the abdominal cavity pressure is set to 10 mm hg. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified as the issue of ¿abdominal cavity does not distend as usual with set value 10mmhg¿ was not reproduced during evaluation. Olympus will continue to monitor field performance for this device.